Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had to have their previous implant replaced due to an infection. The patient confirmed the implant and explant dates, noting that the infection symptoms did not start immediately after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the device was intended to treat mixed stress and urge urinary incontinence. The patient was under certain medications. The patient was subjected to certain tests during their visit on (B)(6) 2026. On (B)(6) 2025, the patient went for stage 2 device, the patient has been having some significant oozing of blood from their buttocks incision. They had been changing the dressing twice a day and was somewhat concerned. They had started their anticoagulation fairly soon after their stage ii procedure. The patient buttocks were sore at that site. Denies any fevers or chills. On (B)(6) 2025, the patient had incisional separation and exposure of their device, they had the removal of the lead and ipg with packing of the buttocks site to heal by secondary intent. On (B)(6) 2025, their culture from site did come back with e coli and enterobacter and they were treated with culture specific antibiotics. The patient representative and home health have been packing the wound since and it has been contracting. They had continued to have some pain over the site. They were in good spirits but their urinary incontinence symptoms have come back. They continued to cath intermittently. They remains upbeat and motivated to potentially have another device down the line since it was successful. On (B)(6) 2025 overall, they stated that their discomfort at the previous device site was 90 percent gone. They might only feel a twinge if they sits incorrectly. They felt the incision was completely healed and would like to start taking baths again. At the same time, all of their urge symptoms have returned and they were very interested in having the device replaced. They had not had any utis. Their stress component was less bothersome me.